Event description:
The user facility reported that a 62-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. On the 9th day of support a purge sidearm leak was reported. The location of the leak was the yellow luer. Sodium bicarbonate was used in the purge solution. Purge bypass instructions were provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the purge leak was due to a crack in the yellow luer. This is most likely a result of the use of sodium bicarbonate. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol."